Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an unresponsive keypad issue. The keypad buttons have become unresponsive after exposure to moisture. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/02/2013 with the following findings: no damage was observed to the pump keypad cover. During testing, all of the pump keypad buttons responded properly. The keypad cover was removed and no contamination or damage was found to the key contacts. Moisture was observed behind the display lens. A leak test was performed and a display lens leak was found. The pump case was opened and evidence of moisture was found throughout the pump case.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.